Manufacturer narrative:
The reported ¿impedance issue¿ was confirmed. Analysis of lead a found the lead was returned complete, with a cam impression consistent with the use of a swift-lock anchor on the outer tubing and a kink where all the internal wires were broken. The cam impression was located approximately 23.5cm measuring from the stimulation end. The distance from the cam impression to the fracture (broken wires) was measured to be approximately 34mm. When a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. The root cause of these fractures are consistent with what is detailed in the event summary: the event statement stated the patient had fallen 3 times in 3 months. The patient also alleged a ¿shocking sensation¿. Since these fractures are in close proximity, they may cause intermittent stimulation which could be mistaken as a ¿shocking sensation¿.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000059913. It was reported to abbott, a patient underwent a revision. The patient had experienced 3 falls in 3 months and was experiencing shocking sensations. Lead 1-8 had impedance issues. The entire system was explanted and replaced with a paddle lead and a new ipg. The ipg was electively replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and uncomfortable stimulation after multiple falls. System diagnostics recorded high impedances on one lead. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.